Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- h2, h3, h6, h7, h9 and h11. Corrected field- h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined and cause could not be confirmed. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colonoscopy under sedation, the subject device got stuck on a polyp and emergency maneuvers did not work. The device failed to deploy the loop and the device would not cut. The user eventually ended up cutting the loop. The procedure was completed with a delay of an unknown duration. There were no reports of patient harm.